Event description:
It was reported that patient underwent a total left knee arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2013 due to pain and instability from a torn pcl, which may have caused a locking clip to fracture. The femoral component, tibial tray and tibial bearing were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain."